Manufacturer narrative:
Correction h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'system error' which was not reproduced. No system errors occurred during testing however a review of the event history log identified multiple system error 345 messages. No other system errors were observed in the history log. The cause was determined to be an out of specification lower thermistor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error. The actual system error that displayed was not provided. There was no patient involvement. No additional information is available.